Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier cables were tight. The instrument was not holding the clips properly, so the clips fell out when inserting it through the trocar. The incident with the clip applier instrument occurred prior to clip application, inside of the patient. When the surgeon took control of the instrument the movement felt tight and when the instrument was moved, the clip fell out of the applier on the first attempted application. A grasper was used to retrieve the clip that had fallen into the patient. The procedure was completed by using a back-up clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. The event investigation is in progress.

Manufacturer narrative:
Additional information: the medium-large clip applier instrument was further analyzed and the initial failure analysis findings were confirmed. The instrument was placed on an in-house system and the instrument was confirmed to exhibit imprecise motion. The instrument tips moved in the expected direction; however, there was a lag in the pitch direction. The grips opened and closed intuitively and did not exhibit imprecise motion the housing was removed, and it was observed that the pitch cables were loose at the proximal end. There was significant slack when the cables were depressed with an engineering tool. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cables loosening.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections d9, h3, and annex codes g, b, c. Device evaluation: intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed.